Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v019452, product type: lead. Product ID 39286, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was revised due to the battery being at end of life. When impedances were checked intra-op all connections were out of range so the entire system was replaced. The battery shut off the beginning of (B)(6). All required information was deemed sufficient so no follow-up was required.